Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer stated that she has been getting unexpected restart consistently on her pump after the changing the battery. Customer stated the alarm is recurring during normal pump used. The customer was advised that the device would be replaced. The customer was advised to continue tow wear the pump until replacement arrives. Customer declined to troubleshoot for a external ram crc error due to recurring unexpected restart alarm and also declined to troubleshoot for low reservoir and low battery.

Manufacturer narrative:
The insulin pump passed self test and a21 error alarm test. No a17 or a21 alarm. The low reservoir alarm works properly. The insulin pump was received with currents in specifications. The battery was replace and no a21 alarm; no unexpected low battery. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.